Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/18/2019 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty opened overwrap, a labeled winding former and a needle suture piece of product code w8704, lot mkq261. The product code is double armed, and a needle was not received for evaluation. During the visual inspection of the sample (needle-suture) the swage and attachment area were as expected. The suture examined and was noted partial breakage, flat, wavy and the end was cut that appears to be by use of a surgical instrument. Due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the needle condition the assignable cause of the performance - pull off suture needle suggest an improper handling the reported complaint was confirmed by an external cause.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hemodialysis surgery on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. The needle was retrieved from patient. Changed another one to complete surgery. There were no adverse patient consequences reported.